Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the color tone of the image was magenta or green only and a scratch on the c-cover were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the color tone of the image was caused by a damaged charge coupled device (ccd) unit. A root cause could not be identified for the cover damage. However. It is likely due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.